Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 2-3 months prior to contacting lfs. The patient reported using self adjusting insulin (unknown type) to manage her diabetes. The patient reported making no changes to her usual diet, activity or medications on the day of the alleged issue. However 2 hours later the patient reported having symptoms of feeling "shaky and sweaty." The patient reported receiving no medical intervention for an acute complication of diabetes on the day of the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition. However when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims she obtained readings which she believed to be inaccurately high, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter and test strips were evaluated and both passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.